Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was scheduled for a revision due to high, out of range, pacing impedances. A new lead was attempted with no access. The procedure will be rescheduled. The original ra lead remains in service. According to field representative, the device was switched to ventricular pace and sense, therefore the patient is fine and doesn't use atrial lead. Nothing has been rescheduled yet. No additional adverse patient effects were reported.